Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. Reportedly, the customer changed the site, cartridge, and infusion set prior to calling tandem's technical support. Therefore, troubleshooting could not be performed. The customer's blood glucose level was 257 mg/dl and it was addressed with a bolus via the pump.